Event description:
Aeehyrhmi summary: 220 episodes in monitored at / af zone detected since last interrogation on (B)(6) 2021, most recent on (B)(6) 2021 with atrial under sensing present. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).